Event description:
It was reported that the patient¿s lead was explanted and replaced for unspecified reasons. The patient condition was unknown.

Manufacturer narrative:
The lead was returned with insufficient information. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find internal short between all conductor paths however an open circuit was noted due to broken separated cable consistent with procedural damage. S-curve height of the lead was measured within specification.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found as received, a complete lead was returned in one piece. X-ray examination found one of the ring electrode cables was broken/ separated at the connector region consistent with procedural damage. Electrical testing did not find any shorting however an open circuit was noted due to one of the ring electrode cables was broken/ separated at the proximal region of the lead. The s-curve height was measured within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
New information received indicated that failure to capture was noted on the patient's lead.